Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "sever pain", "ruptures" "fluid build up on the right breast" and "multi-cystic changes".

Event description:
Patient's relative reported "sever pain", "ruptures", "fluid build up on the right breast" and "multi-cystic changes" against a right side device. Device was explanted.